Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that an in-stent restenosis of two overlapping stents (both 6 x 120 mm) implanted in (B)(6) 2015 for treatment of a total occlusion of the left distal sfa was detected during a follow-up examination. Reportedly, the length of the stented segment was 225 mm and the overlapping zone of the stents was 15 mm. The lesion was severely calcified. The residual stenosis after pre-dilation prior to stent placement was reported to be 60 % and 0 % after post-dilation with two drug-coated balloons (diameter 6 mm). On the basis of the clinical findings, an intervention is required. This is the same patient as reported in medwatch report # 9681442-2016-00280.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images from the day of the initial stent placement were provided and evaluated. X-rays showing the stents when the restenosis was diagnosed were not available. Based on the provided images, no indication for irregular stent placement or a defect of the placed stents was found and no indication for a device relation of the reported reocclusion could be identified. Previous investigations of similar complaints have been reviewed. In general, restenosis of a stent may be caused by various factors and may occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient or to the vascular conditions of the patient. Restenosis may also occur inside stents that were placed with an irregular strut pattern. Insufficiently or not performed balloon dilation may be another contributing factor. On the basis of the images provided a deficiency of the placed stents could not be identified. The IFU sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...). Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...). While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." The IFU also mentions balloon pre- and post-dilation: "predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended."

Event description:
It was reported that an in-stent restenosis of two overlapping stents (both 6 x 120 mm) implanted in (B)(6) 2015 for treatment of a total occlusion of the left distal sfa was detected during a follow-up examination. Reportedly, the length of the stented segment was 225 mm and the overlapping zone of the stents was 15 mm. The lesion was severely calcified. The residual stenosis after pre-dilation prior to stent placement was reported to be 60 % and 0 % after post-dilation with two drug-coated balloons (diameter 6 mm). On the basis of the clinical findings, an intervention is required. This is the same patient as reported in medwatch report # 9681442-2016-00280.